Event description:
It was reported that the patient received inappropriate shocks. At interrogation, there was overdetection. The lead and device were explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory and tested out of specification consistent with the advisory. Evaluation summary: no anomalies found. Evaluation summary: distal conductor was fractured; full lead was returned for analysis.